Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Date of event has been entered as the last date of the data collection (B)(4). Article title: a tale of two centrifugal-flow ventricular assist devices as bridge to heart transplant. Authors: hazaim alwair, md, katherine whitehouse, mph, mark s. Slaughter, md, and jaimin r. Trivedi, mbbs, mph. Department of cardiovascular and thoracic surgery, university of louisville school of medicine, louisville, kentucky . Manufacturer's investigation conclusion: a specific cause for the reported neurologic events, multi organ failure, cardiac arrest, and patient outcome could not be conclusively determined. Additionally, a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established. The serial numbers of the heartmate 3 left ventricular assist systems associated with the reported event were not provided through the research article. The heartmate 3 lvas IFU is currently available. Stroke, neurologic events (non-stroke related), bleeding, multiple organ failures/dysfunctions, and death are listed as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1 of this document. Section 6, ¿patient care and management¿ also provides information regarding anticoagulation, including the recommended inr values and suggested anticoagulation modifications. Section 6 also lists neurological dysfunction and thromboembolism as potential postimplant complications. No further information provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article, ¿a tale of two centrifugal-flow ventricular assist devices as bridge to heart transplant,¿ that out of 226 patients with a heartmate 3 (hm3) lvas, 3 expired due to neurologic conditions, 6 expired due to cardiac events, 6 expired due to multiorgan failure, and 2 expired due to other unreported causes. Additionally, 22 patients were delisted for transplant due to deterioration with no cause reported. Additionally, 3% of hm3 lvas patients studied experienced thrombosis while awaiting transplant. The study noted that gastrointestinal bleeding may have occurred, but was not noted in the results. Associated MFR numbers: 2916596-2022-10907 covers the serious injuries in this event. 2916596-2022-10909 covers the thrombosis in this event.